Event description:
Product description: vidas® cmv igm is an automated qualitative enzyme immunoassay for use on the vidas® family instruments, for the detection of anti-cytomegalovirus igm (cmvm) in human serum, using the elfa technique (enzyme linked fluorescent assay). Threshold and interpretation of results index interpretation: I < 0.70 negative; 0.70 = I < 0.90 equivocal; I = 0.90 positive. Issue description: on (B)(6) 2021, a customer from (B)(6) notified biomérieux of obtaining a negative result when testing patient sample with vidas cmv igm 30 tests (ref. 30205, batch number: 1008685200, expiry date: 19-feb-2022) compared to other methods. On (B)(6) 2021, the customer tested a patient¿s blood sample which was found to be negative vidas cmv igm 30 tests ref. 30205 (I=0.10). The customer retested another blood sample from the same patient which was found to be negative again with the vidas cmv igm 30 tests ref. 30205). The patient¿s sample was sent to 2 others laboratories and was found positive with other methods. There is no indication or report from the laboratory that the issue led to any adverse event related to patient's state of health. A biomerieux internal investigation will be initiated. The product reference 30205 is not registered or sold in the united states. However, a similar device, reference 30205-01, is registered and sold in the united states.

Manufacturer narrative:
An internal investigation was performed following notification from a customer from qatar of obtaining a negative result when testing patient sample with vidas cmv igm 30 tests (ref. 30205, batch number: 1008685200, expiry date: 19-feb-2022). This result is not consistent compared to other methods. No details regarding protocol or competitor method used and cmv igg status were provided. No customer's samples were available. Control chart analysis the investigator analyzed the control charts for four (4) internal samples (respective targets at 0.54 / 0.89 / 1.06 and 2.17 tv - seroconversion phase), using eight (8) batches of vidas cmv igm ref.30205, including the lot 1008685200mentioned by the customer. Control chart analysis showed that all results met specifications and vidas cmv igm lot 1008685200 gave results close to the targets and consistent with the other lots. **test on internal samples** the complaints laboratory then tested 2 internal positive samples (target at 1.06 and 2.17 tv) on a retain kit of vidas cmv igm lot 1008685200and on another lot used as a reference (batch 1009095380). One of the sample corresponds to a sample collected during the seroconversion phase. The results are in accordance with expectations on both lots without significant difference between the lots. Investigation results on vidas cmv igm lot 1008685200 were similar to those observed before the batch release; no evolution over time of vidas cmv igm lot 1008685200 on these samples was observed. Test on samples from seroconversion panel the complaints laboratory conducted tests on vidas cmv igm and vidas cmv igg using a seroconversion panel from biomex company identified scp-cmv-007. According to the package insert of this product: « the biomex gmbh cmv igm seroconversion panel consists of 20 members with each member containing 0.5 ml of human plasma. This panel illustrates the onset and decline of igm and igg cytomegalovirus antibodies from one individual over a period of 98 days¿. ¿the seroconversion panel scp is intended for standard testing by diagnostic manufacturers and researchers during assay development, evaluation, troubleshooting and post-market surveillance of igm/igg antibody test systems and methods. ¿ moreover, it serves as validation tool for diagnostic sensitivity, determination of analytical sensitivity, identification of cut-off value or to study the immune response to this infection¿. Vidas cmv igm lot 1008685200 was expired at its receipt and the complaints laboratory used the lot 1009095380 previously used as reference and showing to have similar activity as customer¿s lot 1008685200. The study showed that vidas cmv igm ref.30205 lot 1009095380 is able to detect igm antibodies present during the seroconversion phase with a similar interpretation of the samples as other tests such as architect abbott and liaison diasorin. The first positive result is observed with the same sample (number 6 collected at 39th day after onset) with vidas cmv igm, abbott architect cmv igm and diasorin liaison cmv igm. It means that these methods show to have a similar sensitivity against igm produced during the seroconversion phase. Similar kinetics of igm antibodies between vidas cmv igm, architect cmv igm and liaison cmv igm were observed: with a peak leading to a positive result at 39th day after onset, a short plateau around the 40th day after onset a decline of igm level leading to negative interpretation between the 55 and 70th day after onset. With cobas cmv igm a slower decline was observed with a concentration still being above the positive threshold until the last sample collected at 98th day after onset. Indeed, for vidas cmv igm and architect cmv igm, the last positive result is observed respectively for the samples 11 and 12 (55 and 63 days after onset) while roche cobas cmv igm give a positive result until the last sample of the panel (sample 20 collected at 98 days after onset). Vidas cmv igm and architect cmv igm seems to be less sensitive to the mature antibodies compared to roche method. The behavior of vidas cmv igm is similar to architect cmv igm and not significantly different from liaison cmv igm. Regarding the kinetic of the igg antibodies against cmv, it is exactly the same behavior between vidas cmv igg, architect cmv igg and liaison cmv igg: growing increase of the concentration until a positive result triggered at 39th day after onset and the interpretation is still be positive until the last sample collected at 98th day after onset. In contrary, cobas cmv igg starts to give a negative result at 70th day after onset. Based on these observations, both igm and igg testing are necessary to check the immune status of the patient. These differences could be due to the absence of standardization of cmv methods and design of the tests that do not use the same preparation of antigens. Guidelines indicate the detection of igm antibodies suggests a primary infection, but cannot state for sure that it is a primary infection. The presence of igm antibodies can be due to: persistence of antibodies after acute phase (from 6 to 9 months). Due to reactivation or reinfection. Due to cross reactivity with igm from another virus (parvovirus b19 or ebv). Due to a polyclonal activation of immune system. According to guidelines from cdc related to cytomegalovirus (cmv) and congenital cmv infection: ¿measurement of cmv igg in paired samples taken one to three months apart can be used to diagnose primary infection; seroconversion (1st sample igg negative, 2nd sample igg positive) is clear evidence for recent primary infection. The presence of cmv igm cannot be used by itself to diagnose primary cmv infection because igm can also be present during secondary cmv infection.¿ according to the package information, interpretation of test results should be made taking into consideration the patient's clinical history, and the results of any other tests performed, and sensitivity is 90.24% with 95% confidence interval: 76.87 ¿ 97.28%.¿ conclusion the complaints laboratory did not reproduce the customer¿s issue (negative results) when testing internal positive samples on vidas cmv igm lot 1008685200. Vidas cmv igm assay ref.30205 showed to have a sensitivity, regarding igm produced during the seroconversion phase, comparable to 2 other methods. Biomérieux did not identify any obvious root cause. Without any remaining sample available, it is not possible to pursue further the investigation. The hypothesis is that the profile of samples is not in favor of recent infection (seroconversion phase) but in favor of remaining mature antibodies. They may have been detected differently depending on the test used (absence of standardization, design and preparation of antigens used for the manufacturing). According to guidelines or recommendations, it is important to couple several testing (cmv igm, cmv igg, cmv avidity if needed) to conclude on the immune status of the patient. The presence of cmv igm alone is not enough to state that it is a primary cmv infection. According to the data mentioned above, there is no reconsideration of vidas cmv igm ref.30205 lot 1008685200.